Event description:
Per the clinic, the electrode array was suspected to be partially inserted in the cochlea, resulting in the decision to explant the device. The device was explanted (B)(6) 2015 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
The report is filed (B)(6) 2015.